Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for three patient samples. Of the data provided for two patient samples, only the results for one patient sample were discrepant. The initial result was 133 mmol/l. The repeat result on an avl blood gas analyzer was 140 mmol/l. The sample was then repeated on another cobas 8000 ise module and the result was 140 mmol/l. The repeat result was believed to be correct. The customer was not sure if any erroneous results were reported outside the laboratory. No patients were adversely affected. The sodium electrode lot number was y99 with an expiration date of 11/30/2014. The field service representative found there were damaged mixing vessels and he replaced both ise mixing vessels. He ran a precision testing and the customer ran calibration and qc with results meeting the lab's specifications.